Manufacturer narrative:
The top platform assembly was returned for failure investigation. Visual inspection of the returned top platform assembly revealed a crack damage on the bottom side handle. Physical damaged resulted in the crack damage on the bottom side handle part of the top platform assembly.

Event description:
It was reported the ventilator was caught on the head of the patient's bed while the patient was raising the bed. The ventilator tipped over and fell to the floor which caused the touchscreen to shatter, the gas outlet port to be damaged, and the top assembly on the cart to be damaged. The ventilator was on a patient. After the ventilator fell, the ventilator was still providing therapy however the screen was shattered and unable to be used, so the patient was swapped to a different ventilator. There was no additional medical intervention or patient harm. The remote service engineer provided the part numbers to the customer for replacement touchscreen, gas outlet port, and cart top assembly. The field service engineer replaced the touchscreen and cart top assembly and was able to repair the gas outlet port by realignment without exchanging the part. Performance verification was performed and all testing passed. The issue is resolved.